Manufacturer narrative:
The device was not returned for evaluation. Since the device was not returned the reported condition was unable to be duplicated or verified. The service history over the past 12 months did not indicate any similar occurrences.

Manufacturer narrative:
B3 - date of event - the date of event is unknown and 1 jan 2024 has been used as a place holder. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to a plum 360 driver new experienced an unexpected shutdown. The reporter stated that the pump shuts down during infusion. It was also stated that they replaced the pump right after the event. The event date was unknown. There was patient involvement, no human harm and unknown delay in therapy.